Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device change-out procedure, high lv threshold was observed. The issue has been noted in previous device check. Patient continues to be monitored. Patient's condition was stable.